Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalization due to high blood glucose and diabetes ketoacidosis as well as for under delivering. Customer¿s blood glucose was 510 mg/dl at the time of hospitalization. Customer also specified other relevant blood glucose value was 400 mg/dl and 500 mg/dl. The current blood glucose value was 361 mg/dl. Customer treated with manual injection and bolus for high blood glucose. Customer alleging the insulin pump for under delivery because after blousing the blood glucose value was high. Customer was wearing an insulin pump at the time of hospitalization. The product will return for the analysis.